Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reports "left implant damaged". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.4, h.6. Device evaluation: visual analysis of the returned device identified: underweight, opening and red particle in the shell . A microscopic analysis was performed which identify a identify sharp edge and with non-penetrating nicks assessed as surgical impact opening . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with stress marks due to surgical impact opening . Non-penetrating nick(stress marks).

Event description:
Health professional reports "left implant damaged". Device has been explanted.

Event description:
Health professional reports "left implant damaged". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "left implant damaged." Physician has further confirmed device rupture. Device has been explanted.